Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead was fractured. The lead remains implanted, but the svc coil is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 407652 lead implanted: (B)(6) 2010. 419488 lead implanted: (B)(6) 2010. (B)(4).